Event description:
Ous MDR. Over sensing was reported via home monitoring in (B)(6) 2016. The lead was explanted in (B)(6) of 2016. It has not been returned.

Manufacturer narrative:
Upon receipt, the lead was found cut approximately 11.5 cm distal to the is-1 connector pin. The proximal and the distal severely stretched lead fragment were received. In between a segment of lead body was missing. The available lead parts were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 44 cm proximal to the lead body the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode was damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further analysis of the lead showed a deformed shock coil which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.